Manufacturer narrative:
Model number/catalog number: 72404237 serial number: (B)(6). Batch/lot number: 1100434634 model/catalog description: cx preconnect ms 18cm ip iz unique identifier (UDI) #: (B)(4). B3: date is unknown, so estimated date was entered. The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. A risk review was completed and confirmed that the event of migration is defined in the product risk documentation. This event type has been accounted for during analysis to support acceptable risk benefit for the product. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk.

Event description:
It was reported that this patient with an inflatable penile prosthesis (ipp) implant device had a surgery performed during which the reservoir component was replaced. Upon explant, the physician identified that the reservoir had herniated. There were no further patient complications reported.